Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6). Follow-up #1: date of submission: (B)(6) 2015. Device evaluation: the device has been returned, and evaluated by product analysis on 07/06/2015 with the following findings: on investigation, the audio bolus button responded to button presses as expected with normal use. Investigation did not duplicate the alleged under-responsive audio bolus button. On examination, the audio bolus button cover was noted to be lifting up from the button contact. Unrelated to the original complaint, the display was noted to be dim/faded/discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.